Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, in addition to the reportable malfunction of objective lens adhesive peeling, the evaluation found the following non-reportable malfunction(s): adhesive on bending section cover had a chip; bending section cover had a scratch; adhesive on bending section cover had a chip; indication on grip was peeled; control unit had discoloration; indication on light guide connector was not correct; light guide cover glass had a scratch; label on video connector was peeled; video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the deflectable videoscope had air bubbles coming from near the light guide connector. The type of device use was not specified. The device was returned and during the device evaluation the following reportable malfunction was found: tip objective lens adhesive part peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled tip objective lens adhesive was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.